Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer was hospitalized due to diabetes ketoacidosis. Customer reported that she went into the diabetes ketoacidosis twice on our system. After the second incident she discontinued using the pump and went to mdi. Customer using auto mode feature at the time of incidence or not was unknown. The insulin pump will not be returned for analysis.